Event description:
The customer reported the subject device was displaying a b30 error code (scope communication error) and there were purple lines on the display. There was no patient/user harm or injury reported due to the event. This report is being submitted for the reportable malfunction of a b30 error code.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the reported issue (b30 error code) was confirmed and found to be caused due to fluid invasion in the connector. It was observed the device was not displaying an image and showing a b30 error code event after aeration because the connector was damaged due to fluid invasion. The device was displaying an image after testing it with a new connector. The reported issue (purple lines on image) was not confirmed or duplicated. In addition, service found the adhesive on the bending section cover was chipped, and data transmission was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely water invaded the scope connector during user handling of the device and an abnormality occurred in electrical components, which resulted in a b30 error. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic system - inspection of the endoscopic image¿ the event can be prevented by following the instructions for use which state: ¿reprocessing the endoscope (and related reprocessing accessories). Leakage testing of the endoscope-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.